Event description:
It was reported that the valve was explanted after an implant duration of approximately 1 year due to prosthetic aortic valve endocarditis. Per op report, intraop transesophageal echocardiogram (tee) showed obvious vegetations on the aortic valve, some of which were mobile. There was a particularly mobile vegetation beneath the aortic valve in the aortic outflow tract. Ventricular function was near normal. There was some left ventricular hypertrophy. During explantation, there was vegetations present on all 3 leaflets on the aortic side and on the left ventricular side there was also vegetations that were mobile. There were no annular abscesses and no annular involvement. There was only minimal annular disruption. The explanted device was replace with another edwards bioprosthetic valve. Tee showed no aortic regurgitation with the new prosthesis looking good. Patient tolerated the procedure well.

Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be conclusively determined without the sample device. No further actions are possible with the available information.